Event description:
An olympus loaner evis lucera elite broncovideoscope was found to have a scope communication error due to corrosion of the scope connector. This issue was during testing and inspection of the loaner device, and this MDR is being submitted to capture the reportable malfunction found during device evaluation. No patient or user harm has been reported.

Manufacturer narrative:
The loaner device was returned to olympus for inspection. E238 and b830 scope communication errors occurred due to corrosion of the scope connector. Scratches were found throughout the device and the flexible tube of the insertion section was crushed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to communication errors between systems due to the corrosion of the electrical contacts. The cause of corrosion was unable to be identified. Olympus will continue to monitor field performance for this device.